Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined. However, patient effects of renal failure, respiratory failure, cardiogenic shock, hemorrhage, cardiac arrest, cardiac tamponade, endocarditis and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Article title: impact of chronic kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair na.

Manufacturer narrative:
Dates of event and implant: dates estimated. The devices were not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title: impact of chronic kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair.

Event description:
This is filed to report kidney failure, respiratory failure, cardiogenic shock, bleeding, cardiac arrest, cardiac tamponade, endocarditis and mitral stenosis. It was reported through a research article that a total of 4,645 patients with chronic kidney disease (ckd) and end stage renal disease (esrd) underwent transcatheter mitral valve repair (tmvr). Within the 90 day follow up, the mitraclip may have contributed to kidney failure, respiratory failure, cardiogenic shock, bleeding, cardiac arrest, cardiac tamponade, endocarditis, mitral stenosis, re-hospitalization, medical intervention and surgical intervention. Details are listed in the attached article, titled ¿impact of kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair.¿ no additional information was provided.